Event description:
Pt states that there is a design flaw with the infusion set. Pt states that begining in nov. 2003, the MFR changed the design of the infusion sets. Pt experiences a failure with 2 out of every 3 sets they receive. These failures consist of poor adhesion, auto explantation of the cannula from the portal and delivery failure without the sounding of the pump's alarm. Pt called the MFR and was told the problems were due to user error and subsequently received a set of user directions from the MFR. But pt states that they were told the MFR was receiving many complaints and in 4/04, pt's medical supplier sent them a recall letter they received from the MFR.